Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and low voltage alarms were not confirmed. The heartmate iii system controller (serial #: (B)(6)) was not returned for analysis and no log files were submitted from this controller. Good faith efforts were sent asking if the system controller (serial #: (B)(6)) would be returning and for clarification regarding the reported event; however, to date no response has been received. The root cause of the reported events were unable to be conclusively determined this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's reference number: (B)(4). It was reported that the patient was having strange power disconnects and low voltage alarms. The patient's log files were reviewed by technical services. The log file captured some lower voltages on the black lead while connected to the mpu and some unstable voltages on the black lead while connected to battery power. There appears to be a possible issue with the black lead. The patient underwent a controller exchange. One set of battery clips were also exchanged as a precaution.